Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the actual device was not available; however, a retained sample was evaluated. The sample was visually inspected and no issues were found. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pediatric blood component transfusion set experienced a connection issue during infusion. A syringe was connected to the set. As the user was drawing blood into the syringe the syringes hub snapped off. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.